Event description:
It was reported that there was a burning and stinging sensation at the implantable neurostimulator (ins) site during the week of surgery. These sensations went away and then came back again 6 days after the surgery. Stimulation was working great but when it was on, the patient felt the burning sensation at the ins site within ten minutes of turning it on. The burning gradually got worse as it was on and when the patient turned the ins off, the burning would go away about 1 hour later. There was also discomfort at the site during the post-op appointment, which was 1 week ago. The patient was also told to wait to charge the battery for the first time, so the swelling of the implant would be decreased by then. The manufacturing representatives attempted to train the patient on how to charge the device and they were only able to get 2-4 bars of signal strength when trying to charge the battery. The burning began to increase and became a permanent symptom the patient was having. They thought there was a fluid short, meaning fluid in the header block of the recently implanted ins, but impedances were all normal and there were no short or open circuits. A few days prior, the patient charged for the first time and she was only able to get 2 bars on the device and occasionally, 3 times total, she was able to get 4 bars. The charging took a total of 1 hour and 25 minutes to charge. The patient went to bed with quite a bit of pain from the burning and stinting. She did not sleep well that night at all because of the burning and stinging. The doctor advised that patient to turn the device on and off at different times to see if she could tell a difference. A day prior to the notified date, the patient turned off the device at 2:15pm until 6:00pm; the burning/stinging went away after one hour. At 6:00pm, she turned the device back on until 7:45 pm. The burning/stinging came back at 6:15pm and stayed while the device was on, and then it went away at 8:15pm, 30 minutes after she had turned it off. The doctor looked at the incision and the battery area on her back and they agreed that they wanted to get the battery out and replace it as soon as possible. The doctor suggested that the burning could be caused from electricity of the battery and could be burning tissue in her back. The patient turned the device on at 10:52am on program c and at 11:20am the burning/stinging came back. She turned it off at 1:54pm and at 3:13pm the burning/stinging was still happening. At 6:30pm, she turned the device on with program d. At 6:50pm, the burning/stinging started up again. She turned the device off at 8:00pm and the burning lasted until 10:00pm. The manufacturing representative could not program around the fluid short that was invisible to impedance checks. It was not an option to cut off the leads and leave them intact inside the connector block. The leads were in perfect position and providing great coverage and relief in the patient¿s leg and foot. The doctor was certain the electrodes were dry upon insertion. The manufacturing representative (rep) tried multiple different programming options but the patient always felt the pocket burning and stinging that started after about 5 minutes and went away in about 5 minutes. After the burning and stinging subsided, they tried a placebo test. They told the patient they were going to try one of the new sub-threshold programs. The rep turned off the ins and ran a group impedance and left the ins off. The patient reported that she started to feel the ¿burning/stinging¿ in the pocket in about 5 minutes. They then told the patient they turned stimulation off and it subsided. The rep had the patient do one more placebo run. The rep told her that he would turn it on to perceive it and then just below perception threshold. With the spinal cord stimulator (scs) unit off, he ran an impedance check at 1.5v, which she felt. The rep told her the device was on and to let it stay on longer this time. The rep left the room and told her to turn it off with her own remote control if it became unbearable. When the rep returned to the room, she reported that it was unbearable and that she had to turn it off after 10 minutes. The rep did not inform the patient of the placebo tests. A surgery was scheduled for (B)(6), but then it was delayed for a week. Currently the physician had not yet decided what to do. The patient had turned off the stimulation for now. The cause of the burning sensation was not determined and it was unknown if it was device related. The doctor had not made any conclusions or decisions regarding the patient¿s issue. The patient was waiting right now for a couple weeks and then they were going to try it again. The patient was also in the process of getting authorization for a battery replacement. The device was currently off until the patient received further instructions. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260 lot# serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient (B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)) found no significant anomaly and it was functionally okay. According to the trace report obtained from the ins; the total recharge count was 6. The last effective charge occurred on (B)(6) 2015 for 2hours 1minute and the battery charged from 3.865v to 4.005v. In the other 5 recorded charge sessions, the longest was 10minutes 44seconds, the shortest 31seconds; the battery level remained unchanged in all 5. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 3hours 36minutes. The ins charged from 3.715v to 4.055v with 100% coupling.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was sent back to the manufacturer for analysis after the revision had happened and the stimulator was explanted. They tested the wires alone intraoperatively without manipulating them. The patient did not feel the same burning sensation in her back. The doctor changed the ins implant site and tunneled the leads over to the right upper buttock. Previous to that, the battery was just left of midline in the spinal incision site. The stimulator was turned on so that the patient could barely feel it and was told to leave it on 24 hours a day seven days a week. A manufacturing representative (rep) spoke with the patient and she said she was doing very well with no burning at the new ins site. The stimulation was providing some pain relief in her original leg pain. The worst part of her pain was the original incision site where the original battery was placed.